Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
Customer had received erratic readings on her adc blood glucose meter. Customer reported receiving readings of 52 mg/dl, 427 mg/dl and 134 mg/dl all within 10-minutes. The results when plotted on a parkes error grid fell into the 'c ' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.